Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one swg within its advancer tubing for evaluation. Visual inspection of the sample revealed no defects or anomalies on the swg. Microscopic examination confirmed both welds were attached and fully formed. The overall length of the guide wire measured 685 mm which is not within specifications of 596-604 mm per guide wire product drawing. It is likely that the customer returned the wrong swg or they reported the incorrect material number for the complaint. The outer diameter of the guide wire measured 0.858 mm , which is within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The returned swg was able to be passed through an 18 ga lab inventory introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed on the reported lot, with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was kinked during use was not able to be confirmed through investigation of the returned sample. The returned guide wire did not contain any defects or anomalies. Based on dimensional inspection, the returned swg did not belong to the kit reported for this complaint investigation indicating that the customer returned the wrong swg or they reported the incorrect material number for the complaint. A device history record review was performed on the reported lot with no relevant findings to suggest a manufacturing related cause. Based on the discrepancy between the customer report and the sample returned, the complaint could not be confirmed, and the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".